Event description:
It was reported by service report that the patient left foot end bracket that holds the IV pole on the stretcher was broken off. No patient involvement or adverse consequences are reported.